Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 133064/133271. Product family: scs-linear leads, upn: m365sc2138700 , model: sc-2138-70, serial: (B)(6), batch: 124270/138220.

Event description:
It was reported that patients ipg would not charge. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.